Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced a fall, and this lead appears to be intermittent undersensing during atrial tachycardia or atrial fibrillation (af). No adverse patient effects reported. Due to the limited information received, further follow-up to obtain related details was not possible.